Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental med watch will be filed.

Event description:
In (B)(6) 2017 a patient underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient received oral doxycycline twice a day for a week for a stoma site infection. The stoma site infection resolved.